Event description:
The facility representative reported an infuso.r. Pump with a condition of "when turned on attention light blinks not functioning properly". This condition occurred upon power up in the surgery department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a battery issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump with an attention light causing the device to not function properly was confirmed and reproduced during product evaluation. The assignable cause was not determined and no repairs were made to fix the reported condition because of estimate refusal by the customer. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up medwatch will be submitted.